Manufacturer narrative:
Report type - should be malfunction instead of serious injury. Should be malfunction instead of serious injury. No adverse event. No required intervention to prevent permanent impairment/damage (devices).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, far field r-wave oversensing was observed. The oversensing caused the device to diagnose the ventricular tachycardia rhythm as an incorrect rate branch causing delay in delivering therapy. Patient had symptoms of dizziness during the episode. The recommended programming changes were made. It was recommended to reacquire a morphology template as the discriminator which was inappropriately scoring the rhythm as supraventricular tachycardia. Patient was stable post programming changes.